Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis worked well for two years, then began to fail. After activating, the device deflated on it's own, then stopped working completely. A CT of the simple pelvis found unoccupied cylinders and pump with presence of air inside. The prosthesis was replaced. The reservoir was left in the right pelvic region. Intraoperative images show damage to the tube connecting the cylinders and the pump. Damage was also found on the tube that connect the reservoir with the cylinders.

Manufacturer narrative:
This follow up MDR is created to document the additional patient information, event information, and implant/explant dates, and evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. A group of separations was noted on the exhaust tubing of cylinder 1, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Surface abrasion was noted on both exhaust tubing and exhaust strain reliefs of the pump and both cylinder exhaust tubes. Burn-like marks were noted on the bladders near the bases on both cylinders 1 and 2. Testing revealed that these were not sites of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer pump exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Event description:
Additional information indicated the issue was observed in november 2018. It was reported that the tube that connects the pump to the reservoir was cut, and the tubes that connect the cylinders with the pump were also cut, to facilitate explant. The reservoir could not be removed.